Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that when the patient presented to the clinic noise, failure to sense, and low impedance were observed on the right atrial (ra) lead. The lead was capped and replaced on (B)(6) 2023. There were no adverse health consequences, the patient was stable.